Manufacturer narrative:
The above MDR & tw report (tw (B)(4) 2518422-2024-52710) is done by mistake, please disregard the above report. The correct report will be the initial first report (tw (B)(4) 2518422-2024-48611). Box b (device name) is updated in this report.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging nose irritation,respiratory tract irritation,dizziness,asthma,inflammatory response,lung disease. No other clinical information or medical interventions were reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.